Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced low blood glucose levels and was taken by ambulance. The patient changed infusion set and reservoir for the first time and primed all the insulin from the new reservoir into her body. The patient was in hospital for 2 days and received treatment IV insulin drip. No further information available.